Manufacturer narrative:
Based on the claim against the product by the customer noting kept faulting, an investigation is completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis investigation replicated the customer reported complaint. An error m-02-3 displayed during booted up. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the erbe kept resetting and kept faulting during procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu/erbe) kept resetting and kept faulting. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error m-02 against the erbe generator. The procedure was completed robotically with no reports of patient injury.